Event description:
It was reported that a small volume intermate had particulate matter inside of its reservoir. This was discovered during storage. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from november 5, 2014 to november 10, 2014. Evaluation summary: the device was returned for evaluation. Visual inspection of the device revealed white particles, ranging between 0.74 to 2.26 mm in length, floating in the fluid of the reservoir. The particles were identified to be acrylic material via fourier transform infrared spectroscopy (ft-ir) scanning. The cause of the condition could not be determined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.